Event description:
It was reported the device is used to infuse albumin with an infusion set. On several nights the pump hasn't infused the amount of albumin as it was programmed to and the pump didn't alarm either. In the morning the infusion bag has been quite full and that raised the suspicions in the first hand. As a result the small patient didn't get the amount of albumin, that he was supposed to have. The customer was compensated with a full box of infusion sets (21732224). (In addition to pump, only 1 used administration set and a new one from same lot are available for evaluation and it is unknown which of the 3 events the sets are associated with). No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: b5: additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint: the pump and the administration sets available are on their way to you. The customer is not able to pinpoint the exact dates of the events, but they were around the same time in end of january ? Beginning of february (original notification indicated (B)(6) 2022 as the event date). I don't yet have the patient information ? Do you still need that? I know that it's a small child.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. The pump was tested and was found to be functioning properly and delivering within specification. No device problem was found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.